Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic dissection. It was reported during the index procedure when attempting to the deploy the stent graft, the front grey handle could not be fixed and the stent could not be deployed. Emergency trouble shooting techniques were urgently performed and the stent graft was deployed however not in the preoperative planned position. It was also reported that the patient's blood pressure became elevated to 160 mmhg during the deployment. No additional intervention was reportedly performed. Per the physician the cause of the deployment problem was due to a product problem. The cause of the raised blood pressure was due to the deployment difficulties. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the cause of the deployment difficulties encountered during implant and resulting stent graft inaccurate delivery could not be determined from the single still returned angiogram. CT¿s prior to implant were not available for return and a comprehensive assessment of the patient¿s anatomy and pre-implant dissection could not be performed, and the intended implanting location of the device was not reported. Only a single still angiogram after implanting the stent graft was returned; additional images at implant including during deployment attempts and removal of the delivery system were not returned. Mild compression of the stent graft due to slight stent overlapping was observed along the inner curvature, with a resulting ~125mm stent graft covered length. The cause could not be determined, and it is unclear if this resulting shortening of the implanted length may have led to any clinical sequelae. No dissection filling was observed and no other clear stent graft integrity issues were seen. The cause of the patient¿s rise in blood pressure also could not be determined from the returned image; this may have been procedure related. A device issue cannot be ruled out as a potential cause of the deployment difficulties which then led to the inaccurate placement. The delivery system has been returned for investigation and is pending analysis. The results will be summarized in a separate report. Device evaluation summary: delivery system was returned without the stent graft. Blue handle was in the fully forward position. Back handle was in the home position. There were no notable issues with the device on initial inspection. Upon attempting to retract the graft cover by moving the blue handle relative to the front grip. The front grip became loose. The event was confirmed. Upon closer inspection a crescent shaped piece from the internal rib of the front grip was broken. The most likely cause of the loose handle was the damage found on the internal ribs of the front grip. It appeared that the broken internal of the front grip allowed the front grip to slip forward on the delivery system. The release tabs did not appear to have been activated and there were no stress marks noted on the tabs. The root cause of the damage seen on the device could not conclusively be determined from benchtop analysis. Additional information: it was reported that when the physician attempted to release the stent graft the grey slider (front handle) was held in one hand the other hand rotated the blue slide (rear handle). The outer shell of the grey slider separated directly from the delivery system. As the proximal end was not fixed the blue slider could not be rotated to release the stent graft. At the end of the procedure, a comparison was made to a delivery system that had no issues reported and it was noted that the grey slider should be fixed to the delivery system by two internal snaps. It was noted that on the delivery system that had the reported issue, the buckle of the grey slider was flat and so could not hook onto the delivery system and was therefore easily separated from the delivery system. The physician performed an emergency trouble shooting technique by directly placing the detached grey slider and fixing the inner core of the system by hand, and then rotated the blue slider with difficulty. The blood pressure rose sharply from 90mmhg to 160mhg before the stent graft was released, especially at the point when the stent graft was semi-released as the stent graft could not be released quickly. It was also reported that the stent graft moved as the primary aim was to release the stent graft as soon as possible and there was no way to account for the shift in the anchoring position. If information is provided in the future, a supplemental report will be issued.